Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic lobectomy, upon dealing with the lung tissues, the stapler did not fire. There had been a poor staple formation and incomplete staple line as well which was fixed through hand sewing. The other stapler's push handle was damaged. The surgery was shifted from laparoscopic to an open surgery. The operation has been extended and so the hospital stay. The incision was extended more than 1 inch (2.54cm).